Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), expiration date: 10/31/2021. Date of mfg: 11/09/2016; (B)(4), expiration date: 09/30/2021. Date of mfg: 10/27/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Actual suture was returned for evaluation. Visual inspection was performed and there were several damaged area on the bodies of the suture pieces likely by use of the needle holder. Also, it was observed a knot in middle of the sutures pieces and the ends of the sutures were damaged (busted). The samples were functionally tested for strength and met the requirements. Unopened samples for lot # kmz023 and klk183 were received for evaluation. Visual inspection was performed and no defects were found. The samples were functionally tested and met the requirements.

Manufacturer narrative:
(B)(4). Date sent to FDA: 3/30/2017. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What was the indication of the initial procedure? What tissue layer was the ethibond suture used on? What was the condition of the tissue (normal, diseased, weakened) when ethibond was used? How was the suture placed (interrupted or continuous)? Did the suture break during the procedure? What post- operative date did the patient present with symptoms? Was there any patient event prior to symptoms (fall, cough, etc)? What was the date of the second procedure? What was the indication for re-opening the thorax? Can you describe the appearance of the suture during the second procedure? Do you have any photos of the suture during the second procedure? Where along the incision line was the suture broken? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What are the patient age, weight, past medical and surgical history? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-operatively the thorax had to be re-opened due to an unknown issue. At that time it was noted that the previously placed sutures had been torn. Another like product was used to complete the procedure. No adverse patient outcome was reported. Additional information has been requested.